Event description:
A non-healthcare professional reported incomplete side cut to the flap in the left eye of the patient and the cut was completed with a pair of vannas scissors during lasik surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap thinner than the recommended flap thickness. The root cause could not be identified during logfile review. The system was working within specification. Provided treatment report shows decentered applanation and decentered docking. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specification as per service installation record. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).